Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. The maximum diameter of aortic aneurysm/lesion was 74mm. The patient tolerated the procedure. On march 5, 2020, the follow up CT images showed that the maximum abdominal aortic diameter ¿ was 69mm. From (B)(6) 2020 till (B)(6) 2022, the maximum abdominal aortic diameter increased in size from 72mm to 129mm. The cause of the aneurysm enlargement is unknown. Reportedly, the patient was not always compliant with follow up and per his son he has developed dementia over the last two years. Additionally, on (B)(6) 2022 a type IV endoleak/endotension related to a study device was diagnosed with the angiogram. On (B)(6) 2022, the patient underwent the open surgical repair without the study device explant. Reportedly, the event was resolved with sequelae. The patient currently remains hospitalized though extubated. The repair went well, the patient is remains inpatient related to pulmonary status and risk for aspiration. The patient is alert and oriented x2.

Manufacturer narrative:
(B)(4). Additional information was requested but is not available. (B)(4). Please note that the cause of the aneurysm enlargement was unknown. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. On (B)(6) 2022, a type IV endoleak/endotension related to a study device was diagnosed. According to the IFU: all components of the gore® excluder® conformable aaa endoprosthesis are of the low permeability design, which is the only design available and differs from the original gore® excluder® endoprosthesis by the addition of film layers that decrease the overall permeability of the graft. In response to the aneurysm enlargement rates associated with the original gore® excluder® device, gore enhanced the design of the device by making changes to the graft material that decreased the overall permeability of the device. The low permeability gore® excluder® aaa endoprosthesis was approved by the FDA and released in june 2004. Gore has conducted a post-approval clinical study to evaluate the clinical performance of the low permeability gore® excluder® aaa endoprosthesis. Outcomes of the study suggested that the design enhancement of the low permeability gore® excluder® aaa endoprosthesis mitigate the risk of aneurysm enlargement without endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated manufacturing plant in section g under contact office - manufacturing site from medical phoenix 1 b/p to medical phoenix 2 b/p.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. The maximum diameter of aortic aneurysm/lesion was 74mm. The patient tolerated the procedure. It was reported that follow up computed tomography (CT) images dated (B)(6) 2018, revealed a type ii endoleak and the maximum abdominal aortic diameter - 65mm. The event was ongoing. (Covered by the event# (B)(4) in psts). On (B)(6) 2020, the follow up CT images showed that the maximum abdominal aortic diameter ¿ was 69mm. Additionally, a type ii endoleak (unknown origin) was determined. On (B)(6) 2020, the site updated the information that the embolization procedure was performed using glue (fibrin, polymer, etc.). The event is ongoing. (Covered by the event# (B)(4) in psts). From (B)(6) 2020 till (B)(6) 2022, the maximum abdominal aortic diameter increased in size from 72mm to 129mm. The cause of the aneurysm enlargement is unknown. Reportedly, the patient was not always compliant with follow up and per his son he has developed dementia over the last two years. Additionally, a type IV endotension endoleak related to a study device was diagnosed with the angiogram. The subject was admitted into (B)(6) medical center on (B)(6) 2022 (within the 48 month analysis) with anemia and possible incarcerated hernia. CT scans showed no evidence of an endoleak, so a diagnostic angiogram was offered to evaluate for evidence of type I or type iii endoleaks. The left inguinal hernia was identified in the same CT scan. An aortogram with pelvic runoff was performed by placing a catheter and a wire in the abdominal aorta while a contralateral catheter was placed at the level of the renal arteries. The aortogram reportedly showed no evidence of type I or type iii endoleaks. Additional aortograms were performed in multiple projections which showed evidence of a type ii endoleak likely originating from the left internal iliac system according to the operative note documented on 26 july 2022. Additionally, it was stated in the operative notes that the observed aneurysm enlargement could be related to serous drainage through the fabric of the device. This was initially characterized as a possible type IV endoleak, but later clarified to be suspected endotension. There was no evidence of active extravasation into the aneurysmal sac. The catheters and wires were withdrawn and the arteriotomy was closed. The subject tolerated the procedure well and was taken back to recovery in stable condition. At this point it was decided that the subject would likely need further intervention for evacuation of the aneurysmal sac and ligation of a possible type ii endoleak. On (B)(6) 2022, because of persistent discomfort in the left lower quadrant of the abdomen, the patient was scheduled for a surgery with the intention to evacuate his aneurysm sac and to possibly ligate the back-bleeding vessels. The origin of the discomfort that the patient was experiencing was unclear. However, both the vascular and general surgery teams determined that most likely etiology of the pain was related to the hernia. The patient had no aaa sac tenderness to palpation. It was also agreed that general surgery would repair the hernia after the aortic procedure. During the procedure the aneurysm sac was exposed via a midline incision made between the xiphoid process and the umbilicus. Using electrocautery, the sac was entered and copious amounts of viscous dark fluid with associated tarry debris was evacuated. At this point, there was no evidence of actively bleeding vessels into the aneurysm sac. Examination of the gore® excluder® conformable aaa endoprosthesis demonstrated that the endograft was fully intact and that the proximal and distal seal zones appeared to be fully intact without any evidence of bleeding into the sac. The device was not explanted during the procedure. During the procedure, a left incarcerated inguinal hernia was identified within the abdomen and then repaired. After completion of the hernia repair, hemostasis was verified, and the abdomen was closed. During the procedure the subject was hypothermic. The subject was transferred to the post-anesthesia care unit to be intubated with plan to extubate him once he achieved normothermia. The physician documented in the postoperative diagnosis that the subject had a contained rupture of ¿aneurysm sac secondary to type IV endoleak and that there was no evidence of a type ii endoleak¿. On (B)(6) 2022, the physician updated the diagnosis to endotension instead of a type IV endoleak since there was no observance of weeping from the cexc device. On (B)(6) 2022, the patient expired.

Manufacturer narrative:
B5: event description was updated. B7: medications. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Code e2402 was used to cover endotension. It was stated in the operative notes that the observed aneurysm enlargement could be related to serous drainage through the fabric of the device. This was initially characterized as a possible type IV endoleak, but later clarified to be suspected endotension. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement, endoleak and death. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. On (B)(6) 2022, a type IV endoleak/endotension related to a study device was diagnosed. According to the IFU: all components of the gore® excluder® conformable aaa endoprosthesis are of the low permeability design, which is the only design available and differs from the original gore® excluder® endoprosthesis by the addition of film layers that decrease the overall permeability of the graft. In response to the aneurysm enlargement rates associated with the original gore® excluder® device, gore enhanced the design of the device by making changes to the graft material that decreased the overall permeability of the device. The low permeability gore® excluder® aaa endoprosthesis was approved by the FDA and released in june 2004. Gore has conducted a post-approval clinical study to evaluate the clinical performance of the low permeability gore® excluder® aaa endoprosthesis. Outcomes of the study suggested that the design enhancement of the low permeability gore® excluder® aaa endoprosthesis mitigate the risk of aneurysm enlargement without endoleak.

Manufacturer narrative:
Due to the technical issues, codes did not appear at the section h6: evaluation codes. Code e2402 was used to cover the type IV endoleak/endotension. Please note that the cause of the aneurysm enlargement and endoleak was unknown.